Event description:
It was reported that the locking screw of the tibial block did not lock with the flange of the tibial base plate properly. The flange of the locking screw locked with the non-threaded area of the flange of the tibial baseplate.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.